Manufacturer narrative:
Slonim, s. M., dake, m. D., razavi, m. K., kee, s. T., samuels, s. L., rhee, j. S., & semba, c. P. (1999). Management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology : jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2 according to the literature article by slonim, s. M., dake, m. D., razavi, m. K., kee, s. T., samuels, s. L., rhee, j. S., & semba, c. P. (1999). Management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology : jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2, a palmaz p104 stent was intended to be placed in the left renal artery (lra) but migrated to the right external iliac artery (r eia) due to it being too small. The stent was repositioned in the r eia percutaneously with another unknown 3-5mm balloon catheter. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent migration¿, ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the palmaz balloon-expandable peripheral stent is a 316l stainless steel, slotted tube. The stent should be crimped over the recommended balloon delivery catheter. See materials required table for the recommended cordis maxi¿ ds, and powerflex® plus individual product descriptions, and recommended accessory devices. Potential complications associated with peripheral artery and transhepatic biliary stent implantation may include, but are not limited to, the following: stent migration/embolization.¿ the recommended balloon was the powerflex plus. It is not known if the recommended balloon was used in this case. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Literary publication attached.

Event description:
According to the literature article by slonim, s. M., dake, m. D., razavi, m. K., kee, s. T., samuels, s. L., rhee, j. S., & semba, c. P. (1999). Management of misplaced or migrated endovascular stents. Journal of vascular and interventional radiology : jvir, 10(7), 851¿859. Https://doi.org/10.1016/s1051-0443(99)70127-2, a palmaz p104 stent was intended to be placed in the left renal artery (lra) but migrated to the right external iliac artery (r eia) due to it being too small. The stent was repositioned in the r eia percutaneously with another unknown 3-5mm balloon catheter. The device will not be returned for evaluation.